Event description:
Pt's meter had segments missing on the meter for about a month. They gave themselves insulin based on the readings and ended up having a reaction. Pt had to be taken to the hospital where pt was given food to raise their blood glucose. Customer service was unable to resolve the issue and sent pt a new meter.